Manufacturer narrative:
The immucor laboratory tested retention product on 23mar2018, which performed as expected. (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with an echo lumena instrument.